Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfiles shows no treatments at this day, therefore, logfiles were requested again but not provided. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-09826.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during flap creation in the right eye the laser lost vacuum at 95% and received an error message that the patient interface was missing. The flap bed was fully cut, but the side cut was not. The patent interface was replaced but the same message occurred when vacuum two was reached. The patient was sent home. The doctor noted the patient was very nervous before the surgery.